Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited intermittent farfield oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.